Event description:
Same as MFR report# 6000089-2005-01132 this device complaint became reportable based on the analysis completed on 8.2005. It was reported that during a coronary artery stenting treatment procedure a shaft break occurred. The target lesion was located in the non-tortous, non-calcified, 90% stenosed mif first obtuse marginal branch (om1) after a midly calcified circumflex artery (cx). The lesion was predilated with a 2050 x 20 mm maverick balloon and a 3.00 x 24 mm taxus express2 drug eluting stent was advanced to the lesion but could not cross the calcified cx. While pushing on the stent delivery system the distal portion of the shaft broke approximately 8-10 cm from the tip in a portion that had not entered the body. The shaft was removed from the body. A 2.75 x 24 mm taxus stent was then advanced to the lesion but again could not cross the calcified cx, this was removed without incident. The procedure was successfully completed with a 3.00 x 24 mm liberte stent. No pt complication occurred. The pt status is reported as 'satisfactory/good'.